Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrent incarcerated right inguinal hernia, pain and mesh adherence. Post-operative patient treatment included additional mesh use and lysis.